Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-04-0240 - logic cr femoral por, left, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. 05005017094 a10012 - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 60 yo male patient who had a left knee replacement, underwent a revision procedure approximately 5 years 9 months post the initial procedure due to poly wear. The liner was exchanged. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No xrays were able to be obtained. The explanted device is not available for return as it was disposed of by the customer. No device images were available. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6 the following sections were corrected: h6: 4118, 3233, and 11 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.